Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device, water height level was not recognized. Per follow up information received via mail on 07aug2024, it was reported that the device was under investigation and case completed with another device. No impact to the patient(s) due to use of these devices.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed level sensor. The device was evaluated upon receipt. Level sensor needs replacement. Replaced level sensor. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in an arctic sun device, water height level was not recognized. Per follow up information received via mail on 07aug2024, it was reported that the device was under investigation and case completed with another device. No impact to the patient(s) due to use of these devices.